Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction added to fields: b5 to reflect - no patient involvement. H6 component code to reflect - correction from 757-clamp to 4771-lever. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the type of foreign material that remained on the device could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
No patient involvement.

Event description:
During evaluation, foreign materials were found in the duodenovideoscope's forceps elevator and the adhesive around its light guide lens. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found the reported foreign material in the device's forceps elevator and the adhesive around its light guide lens. Should additional relevant information become available, a supplemental report will be submitted.